Event description:
A nurse reported that during a vitrectomy surgery, the cassette had to be calibrated 4 times before the surgery could be started. System message indicating "calibration verification error iop (intraocular pressure) control function. Please verify correction infusion cannula type selection and re-prime" was displayed. Then, system message "unable to aspirate. Please turn on infusion" was also displayed. After 30 minutes, system message "is the inserted cassette new" was displayed. After the start up, the surgeon observed air inside the patient's eye, not only air bubbles. According to the hospital's staff, the fluid air exchange was not activated. One of the nurses said that she had seen air all the way to the cassette in the infusion tubing. After a 20 minute delay, the cassette was replaced and they were able to complete the procedure. There was no patient harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for the issue of bubbles and one of three complaints reported for calibration issues. This is the first complaint reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. A sample has been received and evaluation is in progress. A root cause has not yet been determined. (B)(4).